Manufacturer narrative:
The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Pneumonia / aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in japan underwent a procedure for the placement of naso-jejunal (nj) tube. On (B)(6) 2024, the patient experienced an unspecified pneumonia before the administration of duodopa therapy.

Event description:
Additional information received on 08 jan 2025: product lot # was added.

Manufacturer narrative:
If any further relevant information is identified or obtained, a supplemental medwatch will be filed.